Manufacturer narrative:
Alternate email address: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified: crease sharp broken on posterior, crease sharp opening on radius, crease fold, wear abrasion, missing of piece of the shell and stress marks. Based on the device analysis the final assessment is: an opening and broken crease sharp on radius and posterior assessed as fold flaw opening. Missing shell assessed as inconclusive. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced.